Event description:
It was reported that upon a data review, high, out-of-range pacing impedance measurements (>3000 ohms) were noted from both the right ventricular (rv) and right atrial (ra) leads. Additionally, variable rv capture threshold measurements were also noted. The device data and diagnostic images were forwarded to boston scientific technical services (ts) for review, where potential lead damage was observed. Ts recommended performing thorough in-clinic testing via provocative maneuvers and real-time electrocardiogram monitoring to evaluate the leads. Recently, the patient was evaluated in-clinic, where provocative maneuvers produced noise, but no changes to the out-of-range pacing impedance (>3000 ohms) were observed. This data was provided to ts, where it was discussed that there was potentially rv loss of capture. It was stated that the rv lead likely was the lead with the kink and that proper therapy could not be guaranteed, as a result of this damage. However, it was stated that the patient is wheelchair-bound and refused potential invasive action due to their age. The physician is continuing with remote monitoring. At this time, the system remains implanted and in-service. No adverse patient effects were reported. Both the involved leads are non-boston scientific products.

Event description:
It was reported that upon a data review, high, out-of-range pacing impedance measurements (>3000 ohms) were noted from both the right ventricular (rv) and right atrial (ra) leads. Additionally, variable rv capture threshold measurements were also noted. The device data and diagnostic images were forwarded to boston scientific technical services (ts) for review, where potential lead damage was observed. Ts recommended performing thorough in-clinic testing via provocative maneuvers and real-time electrocardiogram monitoring to evaluate the leads. At this time, the system remains implanted and in-service. No adverse patient effects were reported. Both the involved leads are non-boston scientific products.